Event description:
Last week during classes, I had breakout sessions with the cardiopulmonary staff to review spontaneous mechanics using the pb840 ventilators. Because of the non-availability of gas sources for the ventilator in the class rooms, we were using the ventilator on the internal compressor using 21% oxygen. On multiple occasions while trying to demonstrate a vital capacity maneuver, the ventilator momentarily shut off flow and appeared as if it lost power. We were able to duplicate the issue several times. I reported the event and immediately involved a technical representative from the distributor. He was also unable to determine why the ventilator behaved the way it did without a gas source attached. The common concern is if there was ever a loss in pressure, what would happen in the event the patient was deep breathing or coughing? Would the vent shut off to the patient?I contacted covidien and spoke with a representative who is trying to duplicate the problem. His general opinion is one of two issues: first, the compressors are not able to generate as much flow as the compressed air wall source (180-200 lpm). Second, a person may actually be able to deplete the accumulator of the compressor. Either way, the ventilator can shut down flow to the patient. **please take into consideration that we would not be using the ventilator in this capacity on a normal basis. This was discovered during a vital capacity maneuver** however, the potential for a problem exists if the 840's compressors are subpar when dealing with a patient who may be stripping the ventilator of flow or volume.======================manufacturer response for ventilator, purtian bennett (per site reporter).======================I contacted covidien and spoke with a representative who is trying to duplicate the problem. His general opinion is one of two issues: first, the compressors are not able to generate as much flow as the compressed air wall source (180-200 lpm). Second, a person may actually be able to deplete the accumulator of the compressor. Either way, the ventilator can shut down flow to the patient.